Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 261 mg/dl. System check performed with tandem technical support indicated that the occlusion may have been located within the cartridge. Upon follow up, the customer reported that the occlusion alarm was resolved after changing the cartridge.